Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample or swab type. Repeat testing was performed and generated negative results. Confirmation testing with pcr generated negative results; CT values not provided. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1017887 and test base part number 190-430 / lot 1017887 .the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017887 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Additional/corrected data: during a retrospective review, this report was found to be a duplicate report of MFR. Report number 1221359-2021-01401, and was reported to the FDA in error. Therefore, this supplement report is to correct the initial submission as it should not have been submitted.